Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device and multiple kinks in the device were noted. The difficulty removing the guide wire was confirmed. It is likely that the multiple kinks caused the devices to become stuck together. The kinks likely occurred during advancement through the heavily calcified anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a supera stent delivery system (sds) successfully advanced to the popliteal and distal superficial femoral artery (sfa), heavily calcified lesion without issue. The stent was successfully implanted and well apposed to the vessel wall. Following, the sds delivery system was stuck on a non-abbott guide wire possibly at the sds handle part. The delivery system and guide wire were removed as a single unit. The stent remained well apposed at the lesion site. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.